Event description:
It was reported the patient ¿went with a rechargeable implantable neurostimulator (ins)¿ and when they replaced the battery the health care provider (hcp) ¿changed some of the wires¿ but not all of them.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-09, lot# lb2578, implanted: (B)(6) 2003, explanted: (B)(6) 2011, product type: accessory. Product ID: 3887-33, lot# j0205050v, implanted: (B)(6) 2002, explanted: (B)(6) 2011, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).